Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: the device related to the reported events deflation and anxiety-product/procedure was received on january 10, 2025 with lot number 2516770. Based on the product analysis performed, the assessments of the complaint codes are: deflation: observed an opening assessed as fold flaw opening. Anxiety-product/procedure: unable to observe as it is not related to the device. As per the investigation procedure, creases and observed delamination of plug strap disk shell assessed as cohesive failure were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right-side "deflation" and "replacement from textured to smooth due to the patients concern of the product". Device was explanted.

Event description:
Healthcare professional reported, right side "deflation". And "replacement from textured to smooth, due to the patient's concern of the product". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, anxiety-product/procedure.

Event description:
Healthcare professional reported right side "deflation" and "replacement from textured to smooth due to the patient's concern of the product." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5, d6b, h6.